Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged guidewire was confirmed, use related. The product returned was one guidewire and plastic hoop. The guidewire and hoop both exhibit red residue, indicating use. One end of the guidewire exhibits a burr. The burr found during gross visual observation was revealed to be the last few coils of the guidewire, which had been removed from the anchor point and unraveled. The loose area of coil was extremely deformed. An attempt was made to advance the barbed end of the guidewire into a 21 gauge introducer needle and heavy resistance was met upon insertion, indicating that the barb was likely not present before procedure. As the guidewire was unable to be passed smoothly through an introducer needle of appropriate size, the complaint is confirmed, use related. A lot history review (lhr) of rezj1444 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rezj1444) have been reported from the same facility.

Event description:
It was reported by nurse that a new set of microintroducer kit was opened for use during catheter placement on november 8, 2016. The needle was to be withdrawn after the guidewire was partially placed into the patient's body. It was found that the end of the guidewire was rough and the needle could not be withdrawn easily and that it was difficult for introducer sheath to enter through the end of guidewire. No patient injury reported.